Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of abscesses seen (50 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately 0.036% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed an abscess in the left axilla post miradry treatment. At 47 days post-treatment, the abscess was incised and drained by the treating clinic. Antibiotics were prescribed. A culture of the fluid was taken, which showed presents of an infection. The abscess/infection is resolving.